Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had been coming into the clinical several times in the last few months and their impedances were low and their battery kept depleting. The diagnostic methods included a device interrogation on (B)(6) 2017 that resulted in the identification of the issue. The etiology was stated to be related to the device/therapy and possibly related to the implant procedure; the implantable neurostimulator (ins) and extensions were noted. The actions/interventions taken to resolve the issue included explanting and replacing the implantable neurostimulator (ins) and extensions on (B)(6) 2017; the event resulted in an unscheduled clinic or office visit. The event was noted as being resolved without sequelae on (B)(6) 2017. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event type and description was updated from "lead fracture" to "low impedances". No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event type and description was updated to a lead fracture. Follow-up is being contained to obtain clarification regarding if the fracture was related to the leads or extensions as it was previously noted that explanting and replacing the extensions resolved the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.